Manufacturer narrative:
The returned device confirmed the reported leak. The device was found to leak from the gripper lever where polyimide tubing was observed to be protruding between the gripper lever shaft and o-ring and cap was unstable (loose). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided and the results of the failure analysis the leak is the result of the observed polyimide tube protrusion and unstable cap. The observed polyimide tube protrusion and the loose cap is the result of a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the clip delivery system (cds). It was reported that during preparation of the cds, the gripper lever was leaking. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.